Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, metallosis, the inability to walk and elevated metal ion levels. Update ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update (B)(6) 2012 ¿ patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2016: case dismissed in the mdl on (B)(6) 2016. These plaintiffs settled their claims through the settlement program. Update (B)(6) 2017: medical records received. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported of metallic-stained joint fluid and brownish staining of the intra-articular aspect of the capsule. There were no laboratory results for metal ions. Added stem and sleeve due to alleged high metal ions. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, metallosis, the inability to walk and elevated metal ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.